Event description:
The patient called and reported that their device lasted only three years and the battery is dead. It was reported that the device is suspected of premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 407652 lead implanted: (B)(6) 2011. A 419478 lead implanted: (B)(6) 2011. (B)(4).